Manufacturer narrative:
(B)(4). Batch # n54l2e. The analysis results found that the tlc10 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that, during an open pancreatoduodenectomy, it was found staples on the distal end were unformed although staples on the proximal end were formed as intended. Oozing occurred but the amount of bleeding was unknown. The device was changed to an endocutter to complete the case. No pieces fell into the patient. There were no adverse consequences to the patient.